Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ping meter was displaying "pc" on the display. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 1:30 pm, the patient was experiencing the symptoms of shaking, sweating and impaired vision. While symptomatic, the patient attempted to test her blood glucose level but noted the reported meter was displaying the "pc" symbol. The patient was not attempting to download the meter at that time. The patient administered self-treatment by consuming glucose tablets; she did not seek any medical attention. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptoms occurred prior to the meter issue and there was no delay in treatment and she denied seeking medical attention. However, as the meter issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up (4/23/2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013 respectively with the following findings: the meter was found to have the spc pin bent. The test strips were found to have an error 2 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- (B)(6) 2013, test strips- (B)(6) 2013.